Event description:
It was reported that the valve 1 was stuck open on the tcm preventing the unit from heating as water was still running over the cold plate. The issue was detected during setup and a backup unit was used for the procedure. No pt injury was reported.

Manufacturer narrative:
The field svc engineer verified that the valve was stuck open. He drained the unit, replaced the valve, and performed a preventive maintenance after the repair. The component was an older valve which caused the failure to occur. The sys operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.